Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported clot could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, after conducting the transseptal puncture, the physician suspected there was a clot on the mapping catheter when using transesophageal echocardiography. The procedure was continued with only using the ablation catheter for mapping and ablation and the mapping catheter was not moved. A bolus of heparin was delivered and the procedure was able to be completed with no adverse consequences to the patient. Both the ablation and mapping catheter were removed using transesophageal echocardiography and no clots were observed. The physician suspected the clot was from the right atrium and went into the left atrium when the transseptal puncture was conducted.